Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal bleeding and cesarean section. Reason of exam: the patient is returning for further evaluation on the left as requested following baseline study of (B)(6) 2012. Imaging performed: left lateral and spot compression view in the cc projection were obtained today. Mammographic findings: on the screening left chief compliant view there appeared to be an area of possible density with irregular margins however following the spot compression view today the tissue disperses nicely. Left breast ultrasound: there were no cystic or solid masses identified. Concurrent conditions included hair loss, depression, anxious mood, irritability, menses irregular, uterine cervix dilation procedure, abdominal pain, diarrhea, flatulence, heartburn, back pain, bloating, blood in stool, appetite disorder, constipation, diaphoresis, dyspnea, eructation, fever, flank pain, hematuria, jaundice, lightheadedness, myalgia, nausea, rash, vaginal discharge, weight gain, weight loss, abdominal pain, acid reflux (oesophageal), menometrorrhagia, vaginal odor, fatigue, libido decreased, menarche, sexual dysfunction, cold intolerance, bruising, drug allergy, endometrial polyp, vaginitis, post coital bleeding, menorrhagia, chronic cervicitis, intraoperative bleeding, cervix disorder, adenomyosis, adhesion, polyp, back pain, dyspareunia and abdominal adhesions. Concomitant products included ascorbic acid; calcium gluconate; calcium pantothenate; calcium phosphate; cyanocobalamin; ergocalciferol; ferrous fumarate; folic acid; magnesium phosphate; nicotinamide; pyridoxine hydrochloride; retinol; riboflavin; thiamine hydrochloride; tocopherol (vitamin 15), desogestrel;ethinylestradiol (desogen) since (B)(6) 2012, doxycycline since (B)(6) 2014, escitalopram oxalate (lexapro), ethinylestradiol; norethisterone (ovcon) since (B)(6) 2012, ethinylestradiol; norethisterone acetate (loestrin) since (B)(6) 2012, ethinylestradiol; norgestimate (sprintec) since (B)(6) 2012, medroxyprogesterone acetate (depo-provera) since (B)(6) 2014 and metronidazole (flagyl 250) since (B)(6) 2012. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), infection ("infection") and scar ("vaginal scarring"). The patient was treated with surgery (ablation and total laparoscopic hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, infection and scar outcome was unknown. The reporter considered genital haemorrhage, infection, pelvic pain and scar to be related to essure. The reporter commented: (B)(6) 2013 - left essure coil seen at the time of hysteroscopy but right not visualized. Ssus performed and confirms presence of both coils in the tubes (patient had essure confirmation test done that showed complete blockage). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: she was found to have a normal-filling uterus with a good amount of pressure. There was no dye spilled out through the tubes beyond the devices, and the devices appeared to be within appropriate placement. She was told she could discontinue her birth control.. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.